Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2014 to reduce the thickness of the skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.